Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted during evaluation: operated unit and checked power module and pot for inspiratory time and did not find any issues. Power module was checked; replaced the inspiratory time panel meter. Ran vent and never saw the problem. A 6k preventative maintenance was completed on the vent and then the panel meter swapped. The vent is operating to correct specifications. The replaced pnl meter assy inspiratory time was documented as received; further evaluation is not available at this time.

Event description:
The customer reported the insp time (it) on the unit isn't stable. If the it is set at .33 it jumps to .26 and is hard to get back to .33, it won't stay stable. Customer additional explained that they have a baby on a 3100a that is doing great. However, the highest it% they can get it 25% (dial at max). When adjusting the knob down, the it% goes down, but the sound doesn't change.

Manufacturer narrative:
Device evaluation: the it meter was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.